Event description:
It was reported that during a rectum procedure, there was difficulties opening the device before inserting into the trocar. The first firing of the device was successful. When the surgeon tried to reopen the second stapling, the stapler was locked and impossible to reopen. Another trocar was used to introduce another stapler, in order to cut out the first staple and finish the procedure. This second device stapled well but reopening was difficult. The surgeon decided to stop using the laparoscopic staplers. The surgery was extended more than one hour. Longer 3 cm additional of rectum had to be removed because of the jammed stapler withdrawal. Longer hospitalization (number of additional days no available) healing is much longer and requiring more time of care.

Manufacturer narrative:
Info anticipated, but unavailable at this time.